Manufacturer narrative:
(B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had low battery alert. Customer stated that the was assisted with troubleshooting, but the insulin pump gave alert for low battery alert after replacing the new battery. Troubleshooting successfully performed and the customer will discontinue to use insulin pump.